Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at an unknown dose via an implantable pump for an unknown indication for use. It was reported that the patient had withdrawal symptoms. The pump was interrogated in the physician's office and it was stated there was a motor stall. After the interrogation, the pump was placed on minimum rate. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced and the event was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.